Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 250ml bag of heparin (100 units/ml) was set to infuse starting at 1500 at a rate of 14ml/ hour. At approximately 1630, the clinician noted the pump was alarming for air in line and the heparin bag was empty. The patient's measured partial thromboplastin time went from "29.6" pre-infusion to "above 200" following the infusion being stopped at 1800, 2000, and 2400. At 0300 the following day, the partial thromboplastin time was measured at "59.8" and had returned to baseline at 1000. The patient was frequently monitored and the clinician noted that no bleed events occurred. There was patient involvement, but no patient harm.

Event description:
It was reported that a 250ml bag of heparin (100 units/ml) was set to infuse starting at 1500 at a rate of 14ml/ hour. At approximately 1630, the clinician noted the pump was alarming for air in line and the heparin bag was empty. The patient's measured partial thromboplastin time went from "29.6" pre-infusion to "above 200" following the infusion being stopped at 1800, 2000, and 2400. At 0300 the following day, the partial thromboplastin time was measured at "59.8" and had returned to baseline at 1000. The patient was frequently monitored and the clinician noted that no bleed events occurred. There was patient involvement, but no patient harm.

Manufacturer narrative:
Correction : omit b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.